Manufacturer narrative:
The device was returned for evaluation. The unit was bubble tested and the sterility was found to be compromised. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed, and no exception documents were found. The complaint database was reviewed and one similar complaint for this lot number was found.

Event description:
The account alleges that there was a defect in the packaging resulting in incomplete sterilization of the contents. This was identified during an initial inspection of received product. The device was not sent to a user facility.